Event description:
Boston scientific received information that this right ventricular lead was exhibiting noise and low impedance measurements in unipolar and bipolar configurations. The noise was oversensed resulting in inhibition of therapy. Upon opening the pocket, it was noted the insulation around the suture sleeve was damaged. As this patient had an occluded right subclavian vein, the system was extracted and a new system was successfully implanted. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.